Event description:
Pt came into the or to have mediport removed electively. Md removed the mediport under local anesthesia. When the mediport was removed, doctor looked over the mediport and saw that the catheter tip to hold the mediport in place was loose. No harm to pt.